Event description:
The table moved into the flex position without the intention of the operator. The movement caused the backplate to move downwards. The patient slipped out of position. No injury was reported.